Event description:
It was reported that the left ventricular (lv) lead had dislodged and was stimulating the coronary sinus ostium. Though the subclavian vein was occluded, the lv lead was removed but a new lead could not be placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the proximal conductor was distorted and all conductors had blood/body fluid (not obstructed). The outer insulation had cosmetic environmental stress cracking, was torn and had a cosmetic depression. Visual analysis noted apparent explant damage.